Event description:
The device was used during a laparoscopic cholecystectomy procedure. Reportedly, the clip ejected from the instrument and ruptured the cystic artery. The surgeon converted to a laparotomy and sutured the artery to complete the procedure. The hosp has reported the pt's condition is satisfactory.

Manufacturer narrative:
The device was received with the shaft bent in half at a nearly 90 degree angle. It appears that the instrument was severly mishandled most likely after the reported difficulty. However, due to the extent of the damage the device could not be meaningfully evaluated. When the shaft was straightened by co's engineering department, the applier appeared to function properly.